Event description:
Information was received indicating that the programmed settings for a smiths medical cadd-legacy duodopa ambulatory infusion pump may have been set incorrectly. It was reported that the extra dose was set at 2.1 ml which was the same dose as the continuous dose for the day. It was reported that "the reserve pump was also set on 1.0ml." Per reporter the "patient was convinced that the extra dose should've been 1.0 ml." It was reported that in "the last reports was also reported 1.0 ml." Per reporter, it was unknown how long the pump had been programmed "like this." No adverse patient effects were reported.